Event description:
An inspection representative received a call from the patient's family alleging a ventilator inoperative condition occurred on the device. They stated that the alarm had "occurred two or three minutes after the device being switched to standby state, and it was not improved after rebooting the device." The "patient can be without the device for several hours, so there was no change in their condition. The sales representative instructed them to keep a resuscitation bag nearby and consider going to the hospital if their condition changes before the device arrives." "During the daily rehabilitation session (about ten minutes), the device was usually put on standby. However, on that day, it was running in circuit mode while the patient was disconnected during rehab. After the rehabilitation, the device was put on standby, and shortly after, the alarm went off." The device was replaced by another device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
An inspection representative received a call from the patient's family alleging a ventilator inoperative condition occurred on the device. They stated that the alarm had "occurred two or three minutes after the device being switched to standby state, and it was not improved after rebooting the device." The "patient can be without the device for several hours, so there was no change in their condition. The sales representative instructed them to keep a resuscitation bag nearby and consider going to the hospital if their condition changes before the device arrives." "During the daily rehabilitation session (about ten minutes), the device was usually put on standby. However, on that day, it was running in circuit mode while the patient was disconnected during rehab. After the rehabilitation, the device was put on standby, and shortly after, the alarm went off." The device was replaced by another device. There was no harm or injury reported. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that error code, machine flow drift high (e-155), was observed on the device's error log. The manufacturer's service technician evaluated and determined there was contamination on the machine flow sensor and flow path that caused the issue to occur on the device. In conclusion, the device's machine flow sensor and flow path were replaced to address the issue. Since there was contamination in the flow path, the following parts were replaced in addition to the machine flow sensor and flow path: muffler assembly, blower assembly, air inlet foam filter, particulate filter, filter cover, blower bellows seal, blower mount, proportional valve, blower cap, dual rim cup, blower chassis plate, tubing (system pca, blower chassis, fio2, and low flow o2), flow o2 connector, outlet side panel, fio2 housing, system pca board, main housing, and three-way solenoid valve. Additionally, during the service of the device, the universal serial bus (usb) extension cable and main housing were replaced due to physical damage of the screw sockets, which was unrelated to the reported issue.